Event description:
It was reported the pt experienced a headache following a lead placement for a trial procedure. The pt was taken back to the operating room and the lead was explanted. The physician placed a new lead and the pt's headache began to resolve. The pt was given tylenol. Follow up determined the pt's headache completely resolved.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.